Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Bd quality advocate, this notification is to inform you that a new case has been created with the complaint type category infusion ca. (B)(4). Patient or user involvement: no. Patient or user harm: no. Case description: (B)(4) had a lvp8100 failed rate calibration during pm. Lvp sn (B)(4). Case resolution: I recommended (B)(4) to replace rate calibration set (8100-rcs) first, because he was not sure if the set has been used over 60 times. If replacing 8100-rcs does not resolve the problem, (B)(4) will replace bezel assy. (B)(4).